Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lv lead was thoroughly analyzed. Visual inspection noted the j-fixation at the lead's electrode end was within specification. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation that this lv lead had dislodged. The lead was found to be electrically continuous and within specification.

Manufacturer narrative:
A lead revision was performed and this lv lead was explanted and successfully replaced. The explanted lead was discarded and will not be returned. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that during a follow up, it was discovered that this left ventricular (lv) lead had dislodged. No adverse patient effects were reported and there were no pauses in pacing as a result of this issue.

Event description:
The lead was later returned for laboratory analysis.